Manufacturer narrative:
Correction: e1 additional information: d4, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. Functionally, the handle was cycled to load a clip; the pusher bar did not load the clip. It was reported that the clips did not load and discharge when released. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Replication of this issue can occur when the instrument is fired with the distal end elevated. In this situation, the formed clip has the remote potential to fall back into the shaft. The evaluation detected an unreported condition of jammed clip that is related to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to squeezing the handle to place a clip, visually confirm that the clip is positioned free of other clips and obstructions. Firing a clip over clip may result in malformed clips, which may cause lack of hemostasis or damage to the instrument jaw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic cholecystectomy, the clips did not load and discharge when released. None of the clips were able to load properly into the jaws at any point during use. Another device was used to complete the case. There was no patient injury.